Event description:
This notification was opened for review due to an allegation of dreamstation 2 auto CPAP advanced device, which worked for a minute, then stopped and started smoking.the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.